Manufacturer narrative:
The defective front bezel was returned for failure analysis. Previous investigations have shown that the root cause of the navigation ring failures was liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
B4: 04sep2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and was returned to service.

Manufacturer narrative:
Report date: 14jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is defective. The customer reported there was no patient involvement at the time the issue was discovered.